Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted.(B)(4).

Event description:
Complaint received from a health care professional reporting a packaging issue with the product. Reporter stated that the hospital released one box of expired product from its inventory to stock the hospital's dressings trolley. Reporter stated that four (4) patients received expired dressings that were included in patient discharge packs. All of the expired dressings were retrieved from the patient discharge packs before they were used. No reports of patient harm were received.

Manufacturer narrative:
The product associated with batch 2e02660 was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).